Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual include a reference guide for normal power source behavior and both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. If there is a controller failure, the controller should be switched to the back-up controller with return of the controller to the manufacturer. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product is in route.

Event description:
Per the ventricular assist device (vad) coordinator, "the patient reported recurrent power switching and an increase of power consumption, because of that patient went to the hospital." Neither the site nor the manufacturer's representatives were able to download log files from the controller; therefore, there are no log files available for these events. The controller was exchanged and is being returned to the manufacturer for evaluation. There was no effect on the patient.

Manufacturer narrative:
Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. However, the problem could not be replicated in bench testing. Analysis of the controller revealed that it met specifications; the unit passed visual examination and functional testing. Log file analysis showed multiple premature battery switching events, which could be related to the reported event. Log file analysis also revealed a vad stopped alarm, which could have been due to disconnection of the controller from the pump. No problem with the controller could be confirmed in bench testing. The reported data transfer error event could not be replicated in bench testing. The probable cause for the premature battery switching events is controller communication error with the battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.